Event description:
During the surgery, when the surgeon was finished screwing with the screwdriver, the teeth of the item broken. The surgeon alleged that the device broke when the item was implanted completely.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional info becomes available it will be submitted on a supplemental report.